Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen will not turn on when plugged into a power source. Troubleshooting with tandem technical support was performed. Customer's blood glucose levels were not impacted. Customer has backup manual injections for insulin therapy.